Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 2.5 inr on the coaguchek xs plus system while a comparison lab returned as 1.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.